Event description:
Legal documentation was received which indicated that as a result of the defective condition of the electrosurgical device and/or negligence the pt suffered burns to his right thigh, destruction of flesh and muscle and consequence surgeries, hospitalization and medical care.